Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. The pt reported feeling discomfort at the ipg pocket. In addition, the pt advised she is having problems maintaining telemetry between the ipg and/or the pt programmer and charging system. Further, the pt advised that her device felt as if it has moved or tilted since implant. The pt is working closely with her physician to determine the next course of action. No further pt complications were reported as a result of this event.